Event description:
Procedure type: anterior interbody fusion. According to the reporter, the device appeared loose in the pt when looking at the three-month post-op films. The reason is unknown. The pt was fused and had no pain or complaints, but agreed to have the device removed as a precaution. There have been no complications and the pt is doing well.

Manufacturer narrative:
(B)(4).